Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue is: device duration in body too short/resorbed too quickly. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Surgimend was returned for evaluation; failure analysis - the complaint is not confirmed as having the device is insufficient to determine whether wound dehiscence occurred. Root cause - the cause of the event is: device duration in body too short/resorbed too quickly.

Event description:
A facility reported: "on (B)(6)2023 a male 40 yo patient underwent pelvic ext surgery and a piece of 4mm 20x30cm surgimend (sm-606-400-017) was implanted. Patient experienced severe wound dehiscence without signs of infection present. Surgeon commented ¿ very bizarre findings ¿ bowel loops coming through the middle of 4mm mesh at day 6 with no evidence of underlying sepsis.¿ "on (B)(6)2023 an exploratory laparotomy was performed. A wash out and recovering of the wound was carried out." "On(B)(6)2023 this piece of surgimend was removed in the ot." Surgimend was placed to bridge a full thickness defect in abdominal wall as a ¿bridge. A rotational flap was then placed over the mesh by plastics. Surgimed had disintegrated, what was left was removed and replaced with a competitor mesh. Patient's co-morbidities: he was being operated on for locally advanced cancer and had received chemo and immunotherapy. No other significant comorbidity.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.